Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump recommended a different bolus amount than expected. During troubleshooting with tandem technical support it was found that the pump carbohydrate ratio was accidentally changed. Tandem technical support guided the customer through adjusting the pump carbohydrate ratio. Customer's blood glucose level was 106 mg/dl.